Event description:
Patient's oxygen saturations dropped to 60% and the ventilator alarmed and gave error code 9003. The patient was disconnected from the ventilator and patient was placed on a new ventilator. Both oxygen saturations and vital signs returned to normal. There was no patient injury. History on ventilator included 12,500 hours, last (preventative maintenance) pm was completed 6/2010.